Event description:
It was reported that the customer was hospitalized with blood glucose levels over 1000 mg/dl. It was stated that the customer was not getting insulin due to the basal rates not being programmed. The customer had experienced elevated blood glucose levels for the past two weeks. Troubleshooting was performed. Found that the customer was using a replacement insulin pump that was not programmed when it was received. The time and date was incorrect, and the basal rates were not programmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.